Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that there was an o-ring from a previous cartridge on the pneumatic tap, and the cartridge o-ring of the existing cartridge was missing. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.